Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet system, with fingerstick glucose values in the high 300s and a connected cgm displaying high readings; the user noted no moisture or leakage at the infusion site and declined an immediate full supply change despite guidance to do so. Symptoms included hyperglycemia without other clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding any device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.